Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow-up report will be submitted once the evaluation is complete.

Event description:
A nurse reported that an extension set leaked during use. There was no harm to the pt and no medical intervention required. The customer stated that no further pt event or event information is available.